Manufacturer narrative:
Unit was received with normal operating currents. Also passed unexpected restart error, self-test, rewind test, basic occlusion test, prime/compromised force sensor system test and displacement test. However, unit was received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in the history file. Unable to verify no delivery alarm due to motor error alarm. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected failed battery test or bad battery alarms noted during testing. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, motor position encoder error, no delivery, and failed battery test. Customer stated that he had to use a glucagon pen after he took a manual bolus and after delivering a bolus his blood glucose level went down to 60 mg/dl. The customer was unable to rewind the insulin pump due to alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.